Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issues. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with excessive fluids and dried tissue. The device was tested with a generator and was functional. However, clamp arm was somewhat hard to be closed. Excessive dried body fluids in the clamp arm interface could probably contribute to issues with the operation of the clamp arm resulting in poor coagulation. It is recommended that the interface be cleaned prior to use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw could not be closed properly and the doctor felt that coagulation was poorer than usual with the device another device was used to complete the case. There were no adverse consequences to the patient.